Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced similar events of leakage with 4 infusion sets where different sites ended up leaking resulted in him changing the site. Patient had not kept track of anything regarding the leaks. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-13578 - device 3 of 4.